Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam became degraded and caused a spot on the lung and chest pain. The patient received medical intervention and reported to have five different tests on the heart. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer can confirm the presence of contamination in the airpath. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed. Mineral spots consistent with water ingress were found on the motor casing. Water ingress has been previously addressed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a spot on the lung and chest pain. The patient did receive medical intervention and reported to have five different tests on the heart. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.